Event description:
Boston scientific received information that during a routine device replacement procedure, upon connection of this chronic right ventricular (rv) lead to the replacement implantable cardioverter defibrillator (ICD), high out of range shock impedance measurements greater than 125 ohms were observed. Shock impedance measurements were reported to have been 45 ohms with the chronic lead connected to the previous device. The lead was surgically abandoned and replaced and the replacement device was successfully implanted and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.